Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged retaining ring. The washer was loosely placed and moving freely. The grip ring moves freely up and down and the grip drive adapter. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests but failed initialization test. The initialization test was bypassed and the jaws opened but did not close. Additional observation(s) related to customer reported complaint: the instrument was found to have failed during initialization based on the logs and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the instrument logs verified six vessel sealer extended failed during homing on universal surgical manipulator 3 (usm3) with error code: 22026. The logs displayed six homing failure errors. The dislodged washer at the grip ring likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. Further, the instrument was found failed intuitive motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips opened and would not close. The grip tips did not move when prompt to close, however a lag or delay in the motion was observed during gripping and ungrasping.

Event description:
It was reported that prior to the start of a da vinci-assisted paraesophageal hiatal hernia surgical procedure, when plugged in the start of the case, the vessel sealer extend (vse) instrument showed "self-check failed, blade exposed¿ on the generator. The procedure was completed with no patient harm.